Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt had a femoral trochanteric fracture and during a procedure surgeon was used the impactor to insert the blade. After the blade was locked surgeon tried to remove the impactor and it would not remove from the blade. Surgeon then removed the blade and the impacor together, surgeon discovered the fin of the pfna ii blade was broken and remains inside the pt's thigh. The piece of the blade was not removed from the pt. No further info is available.

Manufacturer narrative:
The investigation could not be completed, no conclusion can be drawn, as the product is entering the complaint system.